Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure. Additionally, the status logs were reviewed and showed the unit had recorded multiple charge/shock failures. There was no patient involvement.